Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Manufacturer narrative:
Upon completion of analysis, this report will be updated.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) reported hearing beep tones from the device due to the device triggereing elective replacement indicator (eri). The device was explanted for normal battery depletion and returned for analysis. Routine initial returned device testing indicated that detailed analysis was required.